Event description:
It was reported that the instrument tip bent during use by surgeon. There was no foreign object; however, there was a 40 minute delay during surgery. Patient outcome: no adverse effect reported as result of this event.

Manufacturer narrative:
A visual examination of the returned instrument confirmed the event; the tip of the probe was bent. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive deflection forces during usage of the device.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 4 mdrs filed for the same event. Also see: 0002242816-2012-00046/00049.